Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was unable to boot up. Upon functional testing, fse found that the battery of the hostpc bios mainboard was dead. The fse replaced the hostpc bios mainboard battery. After this, the system returned to use in good working order. The codes were updated based on the investigation outcome. Health impact was corrected.

Event description:
It has been reported to philips that the device would not boot up. No harm has been reported to philips. Philips has started an investigation of this complaint.